Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/05/2017, that on (B)(6) 2016, the receiver had no vibration, in addition to an adverse event that occurred. The patient's mother stated that, she make regularly controls of glycaemia and can see that her child was having a hypoglycemic event at 55mg/dl and receiver did not vibrate. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.